Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated one week post implant. The field representative tried different programmers and outlets, changed the distances and angles with the wand, and changed rooms, with no success. A magnet applied to the device did generate tones for a moment, but then there was no response with the magnet. The patient was released and was brought back to the clinic five days later. Another field representative with a different programmer was also not able to interrogate the device. He also tried a second programmer, different wand and outlets, and after physically feeling the device, tried the patient in different positions. A surface EKG did not show pacing spikes. The patient had not undergone radiation, CT scan, or MRI.

Manufacturer narrative:
Technical services discussed that without interrogation, they could not confirm therapy was available in this device and the patient should be considered unprotected. The device was explanted three weeks later and another boston scientific crt-d was implanted with no complications. No communication was able to be established with the device during the explant procedure. The device was sent to the hospital pathology laboratory, and was then returned to boston scientific for analysis. Upon receipt, the device could not be interrogated, resulting in the inability to perform a memory download. Microscopic arcing damage was observed on the device case exterior. An x-ray was performed, showing that the plasma fuse was intact. The device case was removed. The battery was found to be depleted. Testing of the power supplies located on a specific integrated circuit exhibited a high current condition. Arcing damage to the device case likely caused electrical overstress damage to this integrated circuit. No brady or tachy therapy was available. It was noted that no defibrillation threshold (dft) testing had been performed when this device was originally implanted, and it was believed that patient had not received any shocks with this device; this indicates the arcing damage was not likely caused by shocking into a shorted lead. The cause of the arcing damage could not be determined. Boston scientific received additional information that the patient did receive two shocks on the day the device was implanted. This new information indicates that the arcing damage was likely due to the device delivering shocks into a shorted lead condition. The chronic boston scientific defibrillation lead remains implanted with the patient's current device.